Event description:
His daughter was raised in the lift and her mother was beneath her providing care, when the lift broke plunging the daughter down onto her mother. Daughter received hit to her head and a severely sprained ankle. The mother suffered a cracked rib and a broken arm. Both women were taken and treated at hospital. Ems was used both for transporting and returning home from the hospital. The female bolt at the end of the actuator broke which resulted in this incident. The family will not be returning lift in question, they have hired counsel.